Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient receiving gablofen 2000 mcg/ml for a total dose of 864 mcg/day via an implantable pump for intractable spasticity. It was reported the patient experienced increased rigidity and spasticity when the pump went into end of service (eos) two days ago ((B)(6) 2019). The patient was taking oral baclofen medication in the interim. There "was" no factors that may have led or contributed to the issue. There "was" no diagnostics/troubleshooting performed. Actions/interventions included the pump was replaced and 40ml of 2000 mcg/ml of baclofen at the same dosing of 864 mcg/ml that was previously being administered by the pump. It was noted that surgical intervention did occur as the eos pump was replaced with a new pump. The eos pump will not be returned. The hcp found some pus in the pump pocket during the surgery; the hcp cleaned the pocket and replaced the pump. The patient received antibiotics and was observed closely. It was noted the managing hcp had to be contacted to capture the dose and stated the dose was 864 mcg/day. After discussing the information with hcp, the hcp asked the rep to call the hcp again and confirm that the patient should receive the full dose considering that the pump stopped working two days ago. The rep requested the hcp fax over instructions to the operating room, but the hcp was unable to do so. Instead the hcp spoke directly to a registered nurse who was working in the operating room. It was confirmed with the rep that the hcp instructed to set the dose at the same 864 mcg/day. The hcp updated the pump and was to closely monitor the patient for symptoms of baclofen overdose. It was noted that the issue was resolved at time of "reported". The patient's status at time of report was alive-no injury. The patient's weight and medical history "was" unknown and will not be made available. The event date was (B)(6) 2019. No further complications were reported/anticipated.